Manufacturer narrative:
Additional qc testing of reserve samples found the product to be conforming and met release criteria.

Event description:
The customer claimed that the membrane tore during handling. The clinician was able to complete the procedure using another membrane. There were no significant delays or adverse events reported associated with this event.